Event description:
Additional information was received indicating the patient continued to experience a worsening pericardial effusion and cardiac tamponade. They also experienced a pleural effusion. The patient was hospitalized and pericardiocentesis was performed to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with symptoms of thoracic pain, sweating, dry mouth, and dyspnea and a pericardial effusion resulting in cardiac tamponade was noted. It was unknown if the atrial lead, device, or implant procedure caused or contributed to the pericardial effusion and cardiac tamponade. The patient was hospitalized, however, no intervention was performed apart from medication administration. The patient was discharged from the hospital and was in stable condition. Related manufacturer report number: 2017865-2020-17596.